Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to device change out procedure, the right atrial lead (ra) and the right ventricular (rv) lead both had noise episodes. During the procedure, the ra lead had an insulation breach that was repaired. The rv lead looked stressed but there was no insulation damage. The physician decided to repair the ra lead and leave the rv lead. The patient was stable after the procedure.